Manufacturer narrative:
Article reference: odemis, e., celikyurt, a., kizilkaya, m. H., & demir, I. H. (2026). Evaluating the sapien xt valve in native right ventricular outflow tracts after tetralogy of fallot repair: mid- and long-term results. Pediatric cardiology, 47(1), 362-374. Https://doi.org/10.1007/s00246-025-03776-x. Investigation is ongoing.

Event description:
Through review of medical article "evaluating the sapien xt valve in native right ventricular outflow tracts after tetralogy of fallot repair: mid- and long-term results", corresponding author ibrahim halil demir, the following event was identified as pertaining to an edwards device: all participants in the study had a diagnosis of tetralogy of fallot (tof) and had previously undergone surgical repair with a transannular patch. One (1) patient received an unknown sapien xt valve in pulmonic position. The patient who underwent surgery in the 3rd year of follow-up, newly developed moderate pulmonary regurgitation was observed during the 2nd year of follow-up. Although the patient was asymptomatic, he presented with the following cardiac MRI findings: rvedvi: 171 ml/m2, rvesvi: 95 ml/m2, rvef: 44%, and an rv/lv volume ratio: 2.3. Based on these findings, surgical valve replacement was performed in the 30th month.